Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID:97792, lot# n363850, implanted: (B)(6) 2013, product type: accessory. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The manufacturing representative reported that they were unsure if the patient had 3 overdischarges in the past. After performing a physician mode recharge (pmr) and interrogation with the clinician programmer, it was confirmed that the implantable neurostimulator (ins) had reached end of service (eos). The patient had not used his battery in over 6 months and had previously let it go into overdischarge twice or more in the past. When he turned it on, it didn't work. On (B)(6) 2015, the manufacturing representative saw the patient and told the patient to charge the battery to reset the power on reset (por). On (B)(6) 2015, the patient came into the office with a fully charged battery, but when it was interrogated with the clinician programmer, it came up as eos. The cause of the overdischarge and eos was due to lack of charging and letting it go into overdischarge several times. The patient was not interested in replacing the battery, but would make an appointment with the physician. No patient symptoms reported. The indications for use include failed back surgery syndrome and spinal pain. If additional information is received, a supplemental report will be sent.